Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be performed for a closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been a failed closure attempt due to patient anatomy. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effect analysis (fmea).

Event description:
The user facility reported that after a left heart catheterization (lhc), an angio-seal was used, and the green tamper tube remained in the patient's pannus. Manual pressure was used to achieve hemostasis. Surgery will be done at a later date to remove the device. The estimated blood loss was less than 250cc. The patient was stable in the intensive care unit (ICU). Description per the medwatch form sent by the user facility: medwatch mw5115903: "patient presented to the cath lab for stemi from the ed. Patient intubated. Intervention of the lad was performed via the right femoral artery access. Upon completion of procedure an angioseal was used to seal the access site. After sheath removed dr. Attempted to deploy angioseal, pulsatile blood was noted post seal deployment and prior to cutting off external the small green hyper tube used to tamp seal and around was retained into patient's pannus. Attempted to remove without success. Vascular surgeon notified and device will be removed at a later date. Manual pressure was held at rfa to achieve hemostasis and sterile dressing applied to site. Right groin area ecchymotic but soft. No hematoma noted. Pt was then transferred to ICU. Relevant patient history: essential hypertension bmi 50.0-59.9, adult morbid obesity type 2 diabetes mellitus with hyperglycemia osteoporosis, unspecified osteoporosis type, unspecified pathological fracture presence chronic low back pain, unspecified back pain laterality, unspecified whether sciatica present acute respiratory failure with hypoxia and hypercapnia acute systolic heart failure flash pulmonary edema." Additional information was received on (B)(6) 2023: there was difficulty getting access as the patient had a lot of soft tissue near the access site. The angio-seal deployment was normal up to the point where everything was being pulled back to seal the vessel. Rearward tension was accomplished but no green tamper tube was observed. They believe that the tissue track was so long that the tube was never able to be exposed. At that time hemostasis via the angio-seal was not achieved so manual pressure was held. Cardiothoracic surgery was consulted for foreign body removal and signed off on (B)(6) 2023 to be contacted for removal of the tamper tube once patient was stable and out of intensive care unit (ICU). As of (B)(6) 2023, the patient was still in the intensive care unit (ICU) and the tamper tube was still in the patient's right groin. A 6fr procedural sheath and a 6fr angio-seal were used.

Manufacturer narrative:
Implanted date unknown if the device was implanted. Explanted date: unknown if the device was explanted. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.